Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also observed that there was swelling underneath the ICD. As per additional information from the field representative, the pocket appeared infected per physician. There were no additional adverse patient effects reported. The ICD was explanted.